Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture thresholds. The physician suspected a perforation had occurred and elected to explant the lead. During the procedure, it was noted that the lead had dislodged. The lead was successfully replaced.